Event description:
Healthcare professional through distributor reported rupture, capsular contracture baker grade iii, "the outline and echogenicity of the implants are abnormal", "implants are deformed", "capsule complex ¿ abnormal sac with features of segmental damage " and "lymph nodes with silicon content ¿ so-called siliconoma". This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued: a.4. Weight: 54.8 kg e.1.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical impact opening and broken device assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (non penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional through distributor reported rupture, capsular contracture baker grade iii, "the outline and echogenicity of the implants are abnormal", "implants are deformed", "capsule complex ¿ abnormal sac with features of segmental damage " and "lymph nodes with silicon content ¿ so-called siliconoma". This record is for the right side. The device was explanted.